Manufacturer narrative:
A review of the device history record for sn(B)(6) was performed from date of manufacture 12/16/2019 to the present date 11/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
It was reported that the device had error code 222.4180. No patient involvement was reported.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device had error code 222.4180. No patient involvement was reported.